Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 24 mmol/l. The customer treated with insulin pen. The customer stated she changed the set and reservoir but this did not help. The customer stated the insulin pump has two large cracks, one on the left of the display and outward also, on the right-hand side near the reservoir. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.